Manufacturer narrative:
Block e1: initial reporter first name: susana escalante. Block h6: imdrf device code a15 captures the reportable event of the clip did not separate from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an upper endoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to close and lock onto tissue; however, the clip did not separate from the catheter. The technician attempted to open and close the handle several times for the clip to release from the catheter but still unsuccessful. Eventually, the catheter was cut to prevent from forcefully pulling the clip from the tissue. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.